Event description:
Customer reported missing supply line and drain line caps. This event was reported before use. No patient injury, involvement or medical intervention associated with this issue.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The problem of missing component was not confirmed and the root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.